Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-13, additional information was received from a patient receiving fentanyl (unknown dose and concentration) via an implantable pump for failed back surgery syndrome. It was reported the patient had been having problems with the level of medication in their pump. The patient stated that every time they refill the pump, there was more medication in the pump that she was supposed to have. It started. This started 3 months ago. The patient could not confirm the exact month, but stated she guesses it would have been (B)(6). The patient thought she had 3 refills that were not right. The hcp did not want test anything yet because she just had a surgery this week . No symptoms reported.